Event description:
During a colon resection a distal resection was being performed. The device was fired and it was noticed that the device had cut the tissue but had not stapled. The anastomosis was sutured by hand. There was no consequence to the pt.